Event description:
User facility reported thermal injury to the bowel with perforation. Pt reported abdominal pain and was admitted to the hospital. A bowel resection was performed.

Manufacturer narrative:
.